Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. Customer's blood glucose level reached a high value, but the specific measurement was not provided. Customer addressed the high blood glucose by administering a correction injection via multiple daily injections (mdi). Customer was advised to change pump supplies and resume insulin.